Manufacturer narrative:
The unit passed the rewind basic occlusion test, prime test, and displacement test. There was no spi to asic communication error alarm found. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. However, the unit was stuck in the motor error loop during bolus and basal delivery and the motor position encoder error alarm was confirmed in the history file. No cosmetic damage was found.(B)(4)

Event description:
The customer called in to report that the insulin pump alarmed motor position encoder error after changing the infusion set. The customer also reported that the insulin pump alarmed spi to asic communication error. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 190 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.